Event description:
The facility reported a low accuracy on channel c. Info was not provided regarding whether or not the failure occurred during an infusion. No add'l info is known.

Manufacturer narrative:
This device will not be returned for eval. The device was repaired at the customer's facility by a baxter field service engineer. This issue is currently being investigated under mdq-CAPA-164.